Manufacturer narrative:
(B)(4)

Event description:
It was reported that after lead implant, increased hv lead impedance was observed. The physician elected to not take any further action. Patient condition was good.